Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) stated that they were decreasing the dose because the patient¿s wife thought it was making the patient ¿sleepy and confused¿ and the patient was having hallucinations. The reporter stated that they did not believe the patient¿s condition was related to the medication or the pump, and mentioned that the patient also had parkinson¿s. It was the hcp¿s opinion that the parkinson¿s was contributing to the symptoms. It was noted that the symptoms occurred following implantation of a new pump and catheter. According to the patient¿s wife, the symptoms presented since the pump implant, but that the symptoms ¿kind of come and go¿; she did not think they were related to the pump. The reporter stated that they plan to turn the pump down, switch to oral medications, and see how the patient did. The reporter also stated that they may switch the medication to dilaudid and start on the lowest possible dose. The pump was being used to deliver bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that dose adjustments had been made several times and the medications were changed. A CT scan was done of the lumbar spine. The patient had suspected dementia and/or alzheimer¿s. The patient had a history of hallucinations and confused episodes. The patient had recovered without permanent impairment.